Event description:
A customer reported a system message code about the footswitch was received during a procedure. A nurse was able to wiggle the footswitch cable and clear the message code. The procedure was completed after a 5 minute delay with the same system and footswitch. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).